Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, the catheter became stuck in a previously placed stent. The physician predilated the moderately tortuous lesion with a non-bsc balloon catheter and deployed a 2.5mm x 15mm non-bsc stent. Following the stent placement, the physician performed ivus using an atlantis sr pro² imaging catheter to observe the stent. The catheter became stuck within the stent and the catheter could not be withdrawn from the patient. The drive cable was removed from the catheter and a guide wire was inserted. They tried various sizes of guide wires ranging from 0.014" to 0.025". They also performed deep engagement of the guide catheter in an attempt to remove the ivus catheter from the patient but they were unsuccessful. The ivus catheter was surgically removed. No further patient complications were reported and the patient's status is stable. The physician felt this event was caused by vessel calcification proximal to the lesion, tortuosity distal to the lesion, 0.010 guidewire, and stent expansion level.

Manufacturer narrative:
Device evaluated by MFR. - updated eval summary attached - updated method codes, result codes, and conclusion codes - updated device evaluated by manufacturer: only the sheath of the imaging catheter used for diagnosis was returned for evaluation. All investigation procedures and testing, including decontamination, were performed. The following was observed: kinks were observed in the sheath assembly at 14.0cm and 21.3cm from femoral marker at proximal side. The distal tip assembly was cut off 2.3cm from distal tip end when received. The distal tip appeared to be cut off. The guidewire exit port was lifted 1.0mm and ripped 1.0mm long. The returned measurement length of the sheath assembly was 137.0cm long. The imaging window appeared stretched approximately 2.5cm long. No kink was observed on the returned guidewire (.025"). The returned guide catheter were observed kinks 16.0cm and 33.6cm from the distal tip of the guide catheter. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issue or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, the catheter became stuck in a previously placed stent. The physician predilated the moderately tortuous lesion with a non-bsc balloon catheter and deployed a 2.5mm x 15mm non-bsc stent. Following the stent placement, the physician performed ivus using an atlantis sr pro2 imaging catheter to observe the stent. The catheter became stuck within the stent and the catheter could not be withdrawn from the patient. The drive cable was removed from the catheter and a guide wire was inserted. They tried various sizes of guide wires ranging from 0.014" to 0.025". They also performed deep engagement of the guide catheter in an attempt to remove the ivus catheter from the patient but they were unsuccessful. The ivus catheter was surgically removed. No further patient complications were reported and the patient's status is stable. The physician felt this event was caused by vessel calcification proximal to the lesion, tortuosity distal to the lesion, 0.010 guidewire, and stent expansion level.